Event description:
It was reported that customer had experienced high blood glucose. The customer¿s blood glucose level was 25.5 mmol/l. The customer did not experienced symptoms of high blood glucose value. The customer treated high blood glucose with insulin pen. The customer had received motor error during rewind. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.